Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call moisture damage and blank display anomaly on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for moisture damage was performed. Customer advised the insulin pump was exposed to water and cracked. Customer advised the display screen went blank immediately after being exposed to moisture. Customer advised they removed the battery, the insulin pump vibrated and the display screen did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with blank display due to severe corrosion on all electronic assemblies. Unable to verify error alarms due to blank display. Unit received with cracked battery tube area. Unit received with cracked battery tube threads, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, stained serial number label, severely faded end cap address, peeling end cap address label, severe corrosion on force sensor assembly, corrosion on motor home switch, corrosion on battery tube spring and corrosion in battery tube.